Event description:
The pt had two leads with the same lot number. It was reported the pt was no longer receiving stimulation. An sjm representative met with the pt and lead diagnostic tests showed invalid impedances. X-rays were taken and showed one of the leads had migrated. Reprogramming was unable to resolve the issue. The pt reported she had suffered multiple falls and fell down the stairs twice. The pt's scs system was replaced with a new one. There was no known issue with the ipg.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.